Event description:
It was reported that balloon rupture occurred. The patient underwent a percutaneous artificial arteriovenous fistula procedure with balloon dilation in the left forearm, performed under local anesthesia and guided by b-ultrasound. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured despite the pressure not reaching its rated burst pressure, resulting in liquid to leak out through a hole in the balloon. The procedure was completed with another of same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Manufacturer narrative:
A1 - patient identifier: added. E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 4mm proximal of the distal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified multiple shaft kinks. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The patient underwent a percutaneous artificial arteriovenous fistula procedure with balloon dilation in the left forearm, performed under local anesthesia and guided by b-ultrasound. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured despite the pressure not reaching its rated burst pressure, resulting in liquid to leak out through a hole in the balloon. The procedure was completed with another of same device. There were no patient complications as a result of this event. It was further reported that the balloon body was leaking liquid. The target lesion was 80% stenosed, severely tortuous and severely calcified. The balloon was ruptured upon third inflation at 6 atmospheres for 5 seconds.

Event description:
It was reported that balloon rupture occurred. The patient underwent a percutaneous artificial arteriovenous fistula procedure with balloon dilation in the left forearm, performed under local anesthesia and guided by b-ultrasound. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured despite the pressure not reaching its rated burst pressure, resulting in liquid to leak out through a hole in the balloon. The procedure was completed with another of same device. There were no patient complications as a result of this event. It was further reported that the balloon body was leaking liquid. The target lesion was 80% stenosed, severely tortuous and severely calcified. The balloon was ruptured upon third inflation at 6 atmospheres for 5 seconds.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 4mm proximal of the distal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified multiple shaft kinks. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The patient underwent a percutaneous artificial arteriovenous fistula procedure with balloon dilation in the left forearm, performed under local anesthesia and guided by b-ultrasound. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured despite the pressure not reaching its rated burst pressure, resulting in liquid to leak out through a hole in the balloon. The procedure was completed with another of same device. There were no patient complications as a result of this event. It was further reported that the balloon body was leaking liquid.

Manufacturer narrative:
(B)(6).